Manufacturer narrative:
The impella 5.5 was returned by the customer and an investigation of device was completed. A visual inspection identified blood ingress in the purge lumen within the catheter. The root cause of the reported pump stop was due to blood ingress within the pump's motor. We could not definitively determine the cause of the low purge flow, however. Data logs were not returned for analysis. A review of the DHR was conducted and found no manufacturing issues, reworks, or complaints associated with this failure mode from this pump lot.

Manufacturer narrative:
The impella 5.5 was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) white male presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella 5.5 device. During support, the pump exhibited lower than expected purge flow that led to a purge flow blocked alarm after 10 days of use. On day 11 of support, the pump stopped and was unable to be restarted. The device was removed and a second impella was placed.